Event description:
Philips received a complaint from the customer biomed that a v60 ventilator restarted itself while in clinical use. There was no reported harm to patient/user. A philips remote service engineer (rse) reported customer biomed confirmed error codes ventilator restarted due to anomalies detected during operation and 3007 were noted in the significant log. Per the service manual: if diagnostic code ventilator restarted due to anomalies detected during operation occurs in conjunction with diagnostic code 3007 (software exception), no action is required. Biomed continued to run the device in testing to verify the device to be operating per specifications .